Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert for out of range high pacing lead impedance, loss of capture and loss of sensing on the right ventricular (rv) lead. Diagnostic imaging was performed on the lead and confirmed the lead was damaged. A lead revision was performed to resolve the issue and the lead was capped and replaced. The patient was in stable condition and experienced no adverse health consequences.